Event description:
It was reported that the patient called the doctor's office with complaint of "dizziness and not feeling well". EKG showed complete heart block with no pacing. Device at eol, no output and no telemetry. Device was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary for device : preliminary testing confirmed the reported no output and no telemetry condition. Further analysis revealed lifted output bondwires. The root cause is not known.